Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. During the evaluation, the femoral head and acetabular cup showed evidence of wear. However, a conclusive root cause of the event could not be determined. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, "wear and/or deformation of articulating surfaces." This report is number 1 of 2 mdrs filed for the same patient (reference 3002806535-2015-04166 and 3002806535-2016-00245).

Event description:
Patient was revised approximately six years post-implantation due to unknown reasons. The femoral head and acetabular cup were removed and replaced.

Manufacturer narrative:
The user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: lot number & expiration date - unknown device availability - the device is reportedly available for evaluation; however, it has not been received by zimmer biomet UK to date. In the event that the device is received and evaluated, a follow-up report will be send to the FDA to provide results.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2007. Subsequently, a revision procedure was performed on (B)(6) 2013 due to an unknown reason.